Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on june 18, 2016 that this physician requested a consultation from technical services (ts) concerning a report that this device and right ventricular (rv) lead, implanted on (B)(6) 2016, were exhibiting loss of capture. Data from the device was reviewed by (B)(4) who concurred with the physician's assessment that loss of capture was identified on the presenting intracardiac electrogram. The physician was planning to obtain a chest x-ray and was searching for a programmer to interrogate this device. The physician did not require local representative assistance. Boston scientific received information from the local representative. This lead had dislodged (based on x-ray review and subsequent poor rv diagnostic measurements). The patient was presented back to the electrophysiology (ep) laboratory. The lead was repositioned and the patient was discharged from the hospital the following day.